Manufacturer narrative:
Analysis found that unable to confirm overheating due to motor stalling. Further inspection found that the motor cable assembly was heavily corroded. There was heavy dirt build-up inside the housing. Fault confirmed. Hp stalled and error code 15. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the body of the handpiece gets warm and the handpiece stalled (error code 15). The event occurred during testing. There was no delay. There was no patient or staff impact. On follow-up, it was reported that they were not sure how long the handpiece took to overheat, they thought it was running hotter than normal after use. The main concern they had was that the handpiece was stalling. There was no troubleshooting done.